Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics for peritonitis. The cause of the peritonitis was not reported. The patient had not recovered from the peritonitis and dianeal and extraneal viaflex therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted.